Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced image and communication issues during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h111 corrected field: h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image was due to dirty socket. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. No image was displayed when using the device. The subject device will be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.